Manufacturer narrative:
Therapy date: it was reported that the event occurred on an unknown day in (B)(6) 2020. The device was manufactured february 11, 2020 - february 12, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that a little less than half of the solution had infused after the expected therapy time of 12 hours. The device had been filled with 12gr piperacillin/tazobactam and 240 ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.